Event description:
It was reported that during device change out for eri, an insulation anomaly was observed. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received a partial lead was returned cut in two pieces for analysis. The portion of the lead that was returned was normal. Without the return of the entire lead a complete analysis could not be performed.